Event description:
It was reported by the customer, that during use intra-aortic balloon (iab), balloon failure to inflate occured. The unit was swapped and there was no patient harm. There was a patient involved.

Manufacturer narrative:
The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.